Event description:
Customer called to report that they were not able to prime. Troubleshooting was performed. Pump tested ok. It was stated that no leaks was noticed. Device was not dropped, bumped, or exposed to moisture.